Manufacturer narrative:
Investigation summary: bd received two (2) photographs from the customer in support of this complaint, showing foreign matter in the tube. However, it was challenging to confirm the material as glass from the photographs attached. Additionally, (B)(4) retention samples were visually inspected, and no glass foreign matter was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - other based on photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, a piece of glass was found inside one (1) tube. No adverse impact was reported regarding the patient or user.